Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery below the knee. A 6.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 18 atmospheres for about 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery below the knee. A 6.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 18 atmospheres for about 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.

Manufacturer narrative:
Evaluation method code corrected from b18 (device discarded) to b14 (analysis of production records).